Event description:
It was reported that a user experienced major blood glucose fluctuations while using the ilet and perceived receiving too much insulin, leading them to request discontinuation of the device until consultation with their healthcare provider; the user was performing frequent carbohydrate corrections and consuming food repeatedly, including to the point of emesis, and the agent provided education on slower, steadier correction to avoid rapid glycemic rises that trigger automated insulin dosing. Symptoms included hyperglycemia and hypoglycemia accompanied by distress, fatigue, and nausea. Outcomes included the need for troubleshooting and education, and assignment for additional clinical training support. Investigation included review of device data and user report and referral to clinical training resources. Investigation of this case revealed no device malfunction documented and suggested user behavior contributing to oscillating glycemia due to rapid repeated carbohydrate intake leading to subsequent automated insulin corrections. It was concluded that additional user training regarding appropriate hypoglycemia treatment and correction pacing is warranted and the event does not establish a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.